Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned instrument found the alleged complaint unconfirmed but found a different failure upon inspection of the instrument. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
The primary surgery was performed on (B)(6) 2020 via tha. Before the surgery, the hospital sterilized the screwdriver shaft and tried to open the package, the hospital staff found that some black liquid like corrosion adhered to the sterilized package of the screwdriver shaft. The hospital had backup device which was not sterilized, they sterilize the backup device and staggered time of onset of the surgery, and the patient could undergo the surgery on the day. The surgery was completed without any surgical delay. No further information is available.